Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer¿s insulin pump alarmed for off no power without low battery alarm. Customer¿s blood glucose was 207mg/dl at time of incident. Troubleshoot was performed but did not resolve the issue. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify off no power, low battery alarm due to blank display.